Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead perforated the right atrium. The perforation/ effusion was confirmed with echocardiogram (echo) and fluoroscopy. The lead was re-positioned. The patient was stable.